Manufacturer narrative:
This device was included in the field action and returned product testing found the device did perform as described in the field action. Product event summary: the device was returned and analyzed. Preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected range.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in the field action but returned product testing has not been completed; therefore, it could not be determined if this device performed as described in the field action. (B)(4).

Event description:
It was reported that the device underwent a right ventricular (rv) polarity switch to unipolar which was detected during a routine clinic interrogation. No capture and high impedance on the low-voltage portion of the lead were also noted. The device also did not sense in a unipolar configuration. A possible component failure was suspected. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.